Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the device was the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. There was no procedure associated with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the device was the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. There was no procedure associated with this event.

Manufacturer narrative:
During the device evaluation, corrosion was found in the cable assembly, and the motor and coil assemblies were found to be worn, which are potential causes of the reported bias current message.